Event description:
Catheter placed 03/2005. Catheter was trimmed to 21.5cm and inserted via left lower sapheneous. The catheter threaded easily and the guidewire removed with ease. The catheter flushed well and good blood return was observed. The catheter broke 2005.